Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient suffered multiple dislocations in (B)(6). The surgeon has recommended that a revision surgery be performed.